Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). A visual and microscopic examination found that the tip was slightly flared. The tip od measured was within specification. It was also noted that the distal inner was severely kinked and accordioned 4mm distal to the bi-component bond. The stent was damaged at the distal end. The struts on the most distal row were lifted upwards. The hypotube and outer were both kinked at various locations along their length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical /procedural factors (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. Vascular access was obtained via femoral artery. The totally occluded, 16x2.5mm target lesion contained >=90 degree bend and was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50x16mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.